Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer's blood glucose level was 460 mg/dl at the time of incident and the recent blood glucose level was 560 mg/dl. Customer stated that the auto mode feature was active. The customer reported they had contacted their health care professional regarding the high blood glucose. The customer was treated with manual bolus for high blood glucose. The customer did not allege insulin pump was under delivering. The customer reported that multiple large bubbles were not present along the tubing length. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer reported no leaks were found. The customer reported bolus wizard was programmed accurately. The customer reported insulin exited at the quick release.. The insulin pump will not be returned for analysis.